Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the first calibration is reading a sensor glucose value below 40. Customer stated that she has a threshold suspend alarm and a blood glucose level of 135 mg/dl. Customer's current sensor glucose value was 40 and her current blood glucose level was 96 mg/dl. Customer was advised that the difference in readings was not within an acceptable range. Customer stated that the sensor has been in place for 5 hours. Customer stated that she has noticed bent cannulas on a previous sensor. Customer will be shipped a replacement sensor.